Event description:
The customer reported a failure to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up. No pt involvement was reported. The customer localized the issue to the energy select switch. A replacement switch was ordered to resolve the issue.